Manufacturer narrative:
Per the tandem user guide: ¿do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) level was displayed as ¿high; however a specific value was not provided. Reportedly, the customer was reusing cartridges. Tandem educated caller that the cartridge is labeled for single use only. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.